Event description:
This is filed to report the clip opened while establishing final arm angle (efaa). It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, and the mitraclip clip delivery system (cds) was advanced to the mitral valve. After a good leaflet grasp was obtained, the clip opened while establishing final arm angle (efaa). Troubleshooting was unsuccessful, the clip did not lock. The cds was removed with the clip still attached and was brought to the back table where it finally locked. A new ntw clip was prepped and deployed without issue, reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip opening while establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.